Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant & talent stent grafts were implanted in patients along with non medtronic stent grafts for an evar endovascular treatment. Abstract: early spontaneous shrinkage (ess) of abdominal aortic aneurysm (aaa) within 1 year after endovascular aortic aneurysm repair (evar) could be a predictor of durable success. However, late spontaneous shrinkage (lss) during longer follow-up has not been well addressed. We compared late complications of ess and lss. The following malfunction were reported; type ia, ib, ii & type iii endoleaks the following serious injuries were reported: bypass surgery, occlusion, iliac access site injury, aneurysm expansion.